Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, a laser correction was performed. He is not satisfied with the surgery result. Additional information was provided by the consumer that his vision did not improve following the laser procedure and is still blurry.